Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and since the issue was intermittent, the flashing did not impact much during the procedure and the procedure was completed. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log files were checked, and no errors were found. Upon troubleshooting, the fse found that the flexvision pc hard disk was faulty. To resolve the reported issue, the fse replaced the hard disk and reinstalled software. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system flex vision screen was flashing. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.